Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery to forearm vein shunt. A 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.